Event description:
It was reported that at an unknown time post op, the left l3 pedicle broke. The screw and set screw were intact. The right l3 screw had backed out. A revision surgery was performed approximately six weeks post op to add another level.